Manufacturer narrative:
The device was received and evaluated. Investigation found damage to the distal tip of the soft cannula. Fluid path testing showed that fluid passed through the distal tip of the soft cannula. The timing and cause of the damage is unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.